Event description:
It was unknown why the device was returned. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, self test and unexpected error test. All operating currents are within specification. Off no power alarm functions properly. The device was unable to prime during prime test and alarm compromised force sensor system during basic occlusion test due to protruded or loose drive support disk. The occlusion test and excessive no delivery test were not perform due to prime/fill anomaly. The device had minor scratched display window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.